Event description:
On 14-dec-2024, a patient underwent a filter placement procedure using denali femoral system. During the procedure, the filter allegedly cannot be released. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo was provided and reviewed. The photo shows the touhy-borst adapter connected to the filter storage tube. The filter seen partially outside the storage tube and bent. Blood residue is seen within the device. One single-fame fluoroscopic image was provided and reviewed. The image depicts the device having been introduced from a right femoral access. The filter is seen within the distal end of the delivery sheath. As the device can be seen partially out of the sheath in the medical image, and the photo shows the device was pulled back into the storage tube, the investigation can be confirmed for the reported failure to deploy as the device was not fully deployed in the procedure. Additionally, the investigation identified and confirmed for the bent as the filter was noted to bent. A definitive root cause for the failure to deploy and identified bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.